Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. B3: the event date is unknown in 2020. B5: updated event description: concomitant products h3, h6: investigation summary investigation flow: damage visual inspection: the tfna fem nail 12 r 125° l320 timo15 (p/n: 04.037.222s, lot #: h368685) was returned and received at us cq. Upon visual inspection, it was observed that the distal tip of the lock prong was broken and the broken part was not returned. There were scratches on the device likely due to the implantation and explantation but has no impact on the functionality of the device. No other issues were observed with the returned components of the device. Device failure/defect identified? Yes. Dimensional inspection: the dimensional inspection was performed on the returned device. Documentation/specification review: based on the date of manufacture the related drawings, reflecting the current and manufactured revision were reviewed . Complaint confirmed? Yes, the device received was broken. Hence confirming the allegation. Investigation conclusion the complaint condition is confirmed for the tfna fem nail ø12 r 125° l320 timo15 (p/n: 04.037.222s, lot #: h368685). There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot. Manufacturing location: monument manufacturing date: may 23, 2017, expiration date: may 01, 2027, part number: 04.037.222s, 12mm/125 deg ti cann tfna 320mm/right- sterile, lot number: h368685 (sterile), lot quantity: 6 . Work order traveler was processed using planned nr nr-0060697 at op 160, final inspection. This planned nr will allow operators to no longer measure the notch depth feature at final inspection. This was due to the gage damaging the spring tabs on the parts when used at final inspection. The notch depth will continue to be measured with a 100% inspection frequency at mill ID. Operators will line through and n/a the notch depth inspection item on the inspection sheet and cite this non-conformance number. This planned nr would not have contributed to the complaint condition because it only removes an inspection at final that is already being performed at 100% on an earlier operation. Thus, this would not impact the final accepted product. Work order traveler met all inspection acceptance criteria. Inspection sheet, in-process/inspect dimensional/final ns063055 rev g met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection ns067861 rev b met all inspection acceptance criteria. Packaging label log lppf, lmd/lpf rev ac was reviewed and determined to be conforming. Scn 13756 could not be located for review, however, the lot would not have been released if the sterility results had been nonconforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.037.912.2, lock prong, 125 degree, tfna, bp55 , lot number: l348562 , lot quantity: 94. Purchased finished goods traveler met all inspection acceptance criteria. Part number: 04.037.912.4, wave spring, shim ended, bp55, lot number: h249499, lot quantity: 1,000. Work order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection, ns062851 rev b met all inspection acceptance criteria. Material certification and certificate of conformance and quality history card supplied by smalley dated mar 31, 2017 were reviewed and determined to be conforming. Part number: 04.037.912.3, tfna lock drive, bp58, lot number: h362224, lot quantity: 80. Work order traveler met all inspection acceptance criteria. Inspection sheet, ns062925 rev d met all inspection acceptance criteria. Part number: 21127, timoagri16.00, bp80, lot number: h189302, lot quantity: 780 lbs. Certified test report supplied by perryman company dated jul 20, 2016 and certificate of test supplied to perryman by howmet castings dated nov 16, 2015 were reviewed and determined to be conforming. Lot summary report dated sep 15, 2016 met all inspection acceptance criteria. Raw material receiving / putaway checklist met all inspection acceptance criteria. Device history review jan 06, 2020: DHR reviewed. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated event description: concomitant device reported: unknown end cap (part# unknown, lot# unknown, quantity# 1); locking screw (part# 04.005.524, lot# 4l62608, quantity# 1); locking screw (part# 04.005.528, lot# 5l57417, quantity# 1). This complaint involves two (2) devices.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: code 3191 used to capture medical device removal and surgical intervention. H3, h6: visual inspection: the tfna fem nail ø12 r 125° l320 timo15 (p/n: 04.037.222s, lot #: h368685) was returned and received at us customer quality (cq). Upon visual inspection, it was observed that the distal tip of the lock prong was broken and the broken part was not returned. There were scratches on the device but has no impact on the functionality of the device. No other issues were observed with the returned components of the device. Device failure/defect identified? Yes. Dimensional inspection: the dimensional inspection was performed on the returned device. The outer diameter of the lock prong was measured to be within the specification. The inner diameter of the lock prong was measured to be within the specification. Documentation/specification review: based on the date of manufacture the following drawings, reflecting the current and manufactured revision were reviewed ti cannulated trochanteric fixation nail, 125 deg lock prong assembly, lock prong, 125 deg. Complaint confirmed? Yes, the device received was broken. Hence confirming the allegation. Investigation conclusion the complaint condition is confirmed for the tfna fem nail ø12 r 125° l320 timo15 (p/n: 04.037.222s, lot #: h368685). There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date of event: unknown event date. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot. Manufacturing location: (B)(4), manufacturing date: may 23, 2017, expiration date: may 01, 2027, part number: 04.037.222s, 12mm/125 deg ti cann tfna 320mm/right- sterile, lot number: h368685 (sterile), lot quantity: (B)(4). Work order traveler was processed using planned nr (B)(4) at op 160, final inspection. This planned nr will allow operators to no longer measure the notch depth feature at final inspection. This was due to the gage damaging the spring tabs on the parts when used at final inspection. The notch depth will continue to be measured with a 100% inspection frequency at mill ID. Operators will line through and n/a the notch depth inspection item on the inspection sheet and cite this nonconformance number. This planned nr would not have contributed to the complaint condition because it only removes an inspection at final that is already being performed at 100% on an earlier operation. Thus, this would not impact the final accepted product. Work order traveler met all inspection acceptance criteria. Inspection sheet, in-process/inspect dimensional/final ns063055 rev g met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection ns067861 rev b met all inspection acceptance criteria. Packaging label log lppf, lmd/lpf rev ac was reviewed and determined to be conforming. Scn 13756 could not be located for review, however, the lot would not have been released if the sterility results had been nonconforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.037.912.2, lock prong, 125 degree, tfna, bp55, lot number: l348562, lot quantity: (B)(4), purchased finished goods traveler met all inspection acceptance criteria. Part number: 04.037.912.4, wave spring, shim ended, bp55, lot number: h249499, lot quantity: (B)(4). Work order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection, (B)(4) rev b met all inspection acceptance criteria. Material certification and certificate of conformance and quality history card supplied by (B)(4) dated mar 31, 2017 were reviewed and determined to be conforming. Part number: 04.037.912.3, tfna lock drive, bp58, lot number: h362224, lot quantity: (B)(4). Work order traveler met all inspection acceptance criteria. Inspection sheet, (B)(4) rev d met all inspection acceptance criteria. Part number: 21127, timoagri16.00, bp80, lot number: h189302, lot quantity: (B)(4) lbs. Certified test report supplied by (B)(4) dated jul 20, 2016 and certificate of test supplied to (B)(4) by (B)(4) dated nov 16, 2015 were reviewed and determined to be conforming. Lot summary report dated sep 15, 2016 met all inspection acceptance criteria. Raw material receiving / putaway checklist met all inspection acceptance criteria. Device history review. Jan 06, 2020: DHR reviewed. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent open reduction internal fixation surgery for femoral subtrochanteric fracture with the tfna in question. A week after the surgery, the locking of the nail was broken, the blade backed- it was not inserted fully, and the cut-out occurred. On (B)(6) 2019, the patient underwent removal surgery of all implants. There was no surgical delay. The patient outcome is unknown. Concomitant medical product: unknown end cap (part# unknown, lot# unknown, quantity# 1); unknown screw (part# unknown, lot# unknown, quantity# unknown). This is report 1 of 2 for (B)(4).